Event description:
It was reported that the wallsaver does not indicate that it is fully connected. According to the facility, nurses are not connecting the wall savers tight enough and this is resulting in a loss of bed exit signal. The customer feels that this has lead to an increase in patient falls. The issue was noticed after installation. Patient involvement was indicated, however, any required medical intervention information was withheld. No reports of delayed or prolonged medical procedures.

Manufacturer narrative:
Wall saver. Investigation is ongoing; a follow-up report will be submitted with results.